Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient was explanted. Multiple attempts have been made to acquire more information regarding the event, however, to date no further information is available.

Manufacturer narrative:
The manufacturer is attempting to obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.